Event description:
A patient filed a complaint via the abbott medical optics (amo) homepage stating that she had tecnis multifocal intraocular lens (iol) implants done bilaterally. She stated that while her near and distance vision is good, her intermediate vision is not. This is the level of sight for driving dashboard, cooking, performing her work as a nurse and reading music to play the piano. She had one eye with yag laser and the result is still the same. She asked if there was something wrong with her lenses and is disappointed that she does not have the results as shown to her with the patient education or shown on the tecnis website with the car, coffee cup, and dashboard. The patient is looking at adding multifocal contacts over the tecnis lenses. The patient did not provide requested information of physician, facility, date of implants or serial numbers.

Manufacturer narrative:
To the best of our knowledge, the lenses have not been explanted. Through a review of amo's patient implant registry and verification with the physician's office on the patient's implant card, the following information was obtained and documented in the medwatch form: surgery date, model, and serial number. The physician's name and surgical center/address, and phone number is (B)(6). All information currently available is included in this report. Attempts to obtain additional information from the patient have been unsuccessful. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. The medwatch report submitted for the patient's left eye is 9614546-2012-0014.